Manufacturer narrative:
The referenced device was returned to the olympus for evaluation. The evaluation found that trying to insert an endoscope into the st-sb1 which was made into a loop shape the endoscope was stuck in the st-sb1. It would appear that inside lubricant of the st-sb1 was peeled off. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. Olympus attributed this phenomenon to user mishandling of the device. The st-sb1 instruction manual states the notice for the handling of the device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a small intestine endoscopy, the endoscope had been stuck in the st-sb1 and the physician had cancelled the procedure. Re-examination may be performed. There was no pt harm reported.